Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) of 28.8mmol/l with extreme thirst and symptoms of dehydration. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient reportedly remained on the pump. The reporter noted that the patient¿s healthcare provider had adjusted basal rates and bolus settings. Customer technical support reviewed the pump with the patient and found that on the date of the alleged bg excursion, the patient had reached their maximum delivery limits and had not adjusted the limits to allow for additional bolusing. There was no indication or allegation of a pump malfunction. Troubleshooting determined that the issue was one of use error, and the pump is not being returned at this time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated the data started on (B)(6) 2015; the data from the time of the alleged incident was unavailable for review due to continued pump use. The pump was returned with the maximum bolus delivery set to 20.0units and the maximum daily delivery set to 65.0units. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. A 10unit audio bolus and a 10unit normal bolus were programmed and delivered with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.